Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 7.5fr 40cc iab and teflon sheath. The proximal end of the teflon sheath was returned detached from the teflon sheath hub. Engineering has been notified of the event. Two sets of forceps were returned clamping the sheath in place. A kink was noted on the sheath body near the proximal end. The kink is consistent with having occurred because of the clamped forceps. Blood was noted on the catheter and bladder membrane upon return. The iab was submerged in water and leak tested. The iab failed the leak test. Three leak sites were found during leak test at locations 3.0cm, 13.0cm, and 26.0cm from the distal tip. The damage is consistent with contact from tooling. There were no reported leaks or helium loss alarms in the event details. The damage likely occurred after removal. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. See other remarks section for device evaluation continuation. Other remarks: a device history record review was conducted for the lot number/serial number, and one nonconforming part was noted in the quality inspection report during manufacturing. The device passed all other manufacturing specifications prior to release. Conclusion: the reported complaint of the sheath separation is confirmed by visual inspection of the device. The proximal end of the sheath was returned separated from the sheath hub. The root cause of the separation is undetermined. (B)(4) was previously initiated to investigate the issue. This complaint type will be continued to be monitored for any developing trends.

Event description:
It was reported that the event occurred in the cath room. As stated on the report "connecting part of sheath had a crack, and bleeding was confirmed. The catheter was removed and a different brand was used for this procedure." There was no reported patient death, injury or complications. There was a delay / interruption in therapy which did not result in harm to the patient. The patient outcome is listed as good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the cath room. As stated on the report "connecting part of sheath had a crack, and bleeding was confirmed. The catheter was removed and a different brand was used for this procedure." There was no reported patient death, injury or complications. There was a delay / interruption in therapy which did not result in harm to the patient. The patient outcome is listed as good.